Manufacturer narrative:
Additional information: b5 correction: a1, b7, d10, h6 device component code, h6 clinical code section, h6 medical device problem code section plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. In the absence of a sample, the composition and related probable cause for a red foreign matter is not known. However, based on the limited information provided the most probable cause would be the presence of a red/orange o-ring fragment inside the dialyzer header. This o-ring is related to the dialyzer conditioning process and potentially may degrade and enter the dialyzer header space during the conditioning phase of the manufacturing process. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility charge nurse (cn) reported a small red spot in the end of dialyzer during a patient's hemodialysis (hd) treatment. The cn stated it was red in color, about the size of a pen tip. Upon follow-up, the cn stated the reported event was not a blood leak. A small red foreign object was seen in the dialyzer prior to setting up for treatment.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a small red spot in the end of dialyzer during a patient's hemodialysis (hd) treatment. The cn stated it was red in color, about the size of a pen tip. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.